Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system experienced a fast shut down error twice that required rebooting to continue. No pt injury reported.